Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker presented with p-waves without conduction. Data was sent to boston scientific technical services (ts) for review. A ts consultant discussed that the electrogram showed atrial sense/ventricular pacing with capture at a rate of 70 bpm; however, it then abruptly changes to showing only p-waves and no ventricular activity for about 10 seconds. This could indicate potential oversensing on the right ventricular (rv) lead that led to pacing inhibition or there was potential loss of ventricular capture. There was a pacemaker mediated tachycardia (pmt) episode recorded close to the same time the asystole was noted but it is not a true pmt as the atrial rate is at the maximum tracking rate and continues after the algorithm lengthens the refractory period. There was no indication of any noise or abrupt changes in lead measurements. It was noted that the pacing threshold values are at the programmed outputs without a safety margin and automatic capture was turned off. Additional troubleshooting was discussed. No additional adverse patient effects were reported; however, this patient is pacemaker dependent. The leads associated with this pacemaker are non-boston scientific products.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen again. The device outputs were reprogrammed to 4.5 volts at 0.6 milliseconds and an electrogram was performed to confirm that the system was pacing. In addition, the patient was enrolled in a remote monitoring system. No further issues have occurred and the device remains implanted and in service. No adverse patient effects were reported.